Event description:
The patient underwent a balloon ablation procedure in 2005. Postoperatively, the patient reported spotting accompanied by pain which was treated with medication. A nurse has suggested that the pain may be a result of asherman's syndrome.

Manufacturer narrative:
Asherman's syndrome is a scarring within the endometrial cavity that can occur with a very vigorous d & c, acute endometritis, or procedures designed to ablate endometrium, regardless of the energy used to do so. However, it generally would not create pain. What might create pain is a significant degree of cervical stenosis causing marked cramping in an attempt to expel the collected blood. This, again, can occur with any ablation procedure but actually is uncommon. The problem is generally resolved by dilating the cervix, though rarely it can recur if the cervix should stenose again. Clearly, this is not complete cervical stenosis as the patient is having spotting. This would be related to the procedure but not the device. PMA/# is p970021